Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure for a short 1 cm lesion due to lung cancer, performed on (B)(6), 2010. According to the complainant, the stent was positioned within the patient's bronchus intermedius. The area was not predilated, and the anatomy was not reported to be tortuous. While they were deploying the stent, the deployment suture became stuck and could not be pulled any further. The suture did not break, and it was unknown if the suture became caught on something. There was bowing of the delivery catheter noted during the attempt. The partially deployed stent was removed from the patient without difficulty. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Initial examination of the returned device noted that the stent was partially deployed. The distal tip had been severed from the delivery system and the tip was not returned for analysis. It was possible to deploy the remainder of the stent; however, the distal end of the delivery system did bow during deployment. An examination of the deployed stent found no anomalies with its profile. A visual examination of the delivery system noted a bend in the shaft. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure for a short 1 cm lesion due to lung cancer, performed on (B)(6), 2010. According to the complainant, the stent was positioned within the patient's bronchus intermedius. The area was not predilated, and the anatomy was not reported to be tortuous. While they were deploying the stent, the deployment suture became stuck and could not be pulled any further. The suture did not break, and it was unknown if the suture became caught on something. There was bowing of the delivery catheter noted during the attempt. The partially deployed stent was removed from the patient without difficulty. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".